Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. The most recent information was received on 01-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. D46955) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headache"), neck pain ("neck pain"), leg pain ("leg pain"), pain in arm ("arm pain"), hemiparaesthesia ("tingling in left side of leg arm cheek"), gingival bleeding ("gum bleeding") and vision blurred ("blurred vision"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, fatigue, headache, neck pain, leg pain, pain in arm, hemiparaesthesia, gingival bleeding and vision blurred outcome was unknown. The reporter considered back pain, fatigue, gingival bleeding, headache, hemiparaesthesia, leg pain, neck pain, vision blurred and pain in arm to be related to essure. Lot number: d46955 manufacturing date: 2015/01; expiration date: 2018/01/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.